Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The broken im nail was replaced with a 9mm x 320mm, standard nail using two proximal screws and two distal screws. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2015 that a sign im nail implanted to repair a fracture of the left femur; was exchanged due to a non-union and a broken nail. The original treatment was done under case ID: (B)(6), (B)(6) 2013. Surgeon commented "patient operated 2013, due to fracture of distal left femur, im nail inserted, for 3 month experience pain and difficult in walking, x-ray shows bending/broken nail at the site of old fracture not healed"